Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured. The device was removed from the patient completely and the procedure was completed. No patient complications were reported.